Event description:
Customer contacted beckman coulter inc. (Bci) regarding an error that occurred on the access 2 immunoassay system. Customer noted that while loading a vitamin b12 reagent (vit b12) pack, it was scanned as (B)(6) virus core total antibody kit (hbcab) with a different part number. It was determined that these two different reagents were labeled with the same lot number produced at two different manufacturing sites. No patients' samples were tested on wrong reagent pack. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No service was dispatched for this event. Further investigation determined that this event needed to be filed with the agency. A malfunction will be assumed for the purpose of this report.